Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the lead was repositioned, however it dislodged again three days later. The lead was explanted and replaced.

Event description:
It was reported that one month post implant the patient presented to the clinic with a non-functioning atrial lead. There was no pacing and sensing, and x-ray confirmed the lead was dislodged. The lead will be repositioned or replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that electrical resistance and cross continuity test results were within specifications.